Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was not impacted. Reportedly, the customer declined to perform troubleshooting. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.